Manufacturer narrative:
(B)(4). Additional information: the device was manufactured september 17, 2014 ¿ september 18, 2014. The device was received for evaluation. Visual inspection noted a white particle approximately 0.30mm in size. The particle was subsequently identified to be acrylic material via ft-ir spectroscopy testing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate in a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.